Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Device was delivered with two batteries inserted, one with red flashing bar indicating low battery. The battery was removed from the device prior to performing performance testing and the device passed all pip tests. Customer was advised to charge or replace battery before reinserting into device. The device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly power cycled. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly power cycled. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.